Manufacturer narrative:
(B)(4). Batch #n91a15. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "lot of error messages from the gen11." During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a spine surgery procedure, according to the or-staff the gen11 first told them to reduce the force on the blade. Surgeon worked with less force but the gen11 then told them to clean the instrument. Instrument was still not working after cleaning. Further they were instructed to tighten the handpiece, which they did. After turning everything off, disconnecting everything they reinstalled with the same instrument. They still had a lot of error messages from the gen11 but were able to finish the surgery with the same instrument. There were no adverse consequences for the patient.